Event description:
The customer tested her blood glucose and received a reading of 242 mg/dl using her breeze2 meter and a reading of 97 mg/dl using another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was at work and unable to troubleshoot since she did not have her supplies. Attempts were made to contact the customer after the initial call, but customer service was unable to speak to her. No product will be returned.